Event description:
The patient contacted animas on (B)(6) 2014 alleging a power (battery life) issue. The patient stated that they had a blood glucose of 22mmol/l with polydipsia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the pump emitted a replace battery alarm and that alarm had occurred three times in the last 30 days. This report is being made due to the battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A battery compartment crack is observed below grip pad. Eaw 128-fe88 alarms observed in black box on 12/24/2014 and 12/27/2014. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The current draws are within specifications. No "eaw 128-fxxx issues duplicated during investigation. Removed pump case and disassembled pump. There was no evidence of moisture or loose components inside pump. Inspected 5 volt motor regulator u12, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.